Event description:
It was reported that the patient experienced a syncopal episode while entering a pool. Upon review of the stored electromyograms, the implantable cardioverter defibrillator exhibited pacing inhibition due to electromagnetic interference. The noise could not be reproduced in clinic. The patient was stable following the incident.